Event description:
The patient was positioned on the table in preparation for surgery. The table top and patient reportedly dropped approximately four inches without the activation of any table functions.